Manufacturer narrative:
The reported event was an operation issue. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on this portion of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2024-57408 follow-up number 1: h2 - follow-up type should have been device evaluation rather than response to FDA request, which was incorrectly selected.

Event description:
It was reported that the patient presented during mitral regurgitation treatment. During procedure, physician bounded the right ventricular lead in the mitra clip and dislodged the atrial lead. Both leads were explanted and replaced on (B)(6) 2024. There were no patient consequences.